Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment which was confirmed through x-ray and subsequent p-wave sensing from that lead. A new lead was successfully implanted. No additional adverse patient effects were reported. This device is not expected to return for analysis.